Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported that prior to 2013 they had multiple problems with the leads and lead failures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.